Event description:
Elderly male with history of chest pain and positive stress test. Procedure: ptca (percutaneous transluminal coronary angioplasty). During the ptca. The ivus (intravascular ultrasound) catheter wrapped around wire. The entire system had to be removed. (Wire, ivus, guide catheter, and sheath.)no known harm to patient.